Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4), implantable tachy lead, - (B)(6) 2012; 5076, implantable pacing lead, - (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and noise. Additionally, the rv lead has exhibited a decrease in sensing r-waves since implant. The lead polarity was reprogrammed, and the lead remains in use. Additionally, the patient experienced intermittent phrenic stimulation while lying on the right side. The output of the left ventricular (lv) lead was decreased, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.